Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 1 while attempting to change the cartridge. Customer declined to perform troubleshooting for the reported issue. Customer's blood glucose level was 213 mg/dl.